Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) replaced the aspirate probe and associated tubing. The instrument was subsequently assessed for performance and was deemed to meet unit specifications. The device was repaired and returned to service. Although service was provided in response to this event, a definitive root cause could not be determined to date. The following mdrs are associated with this event: 2122870-2011-01527, 2122870-2011-01595.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on (B)(6) 2011 erroneous triiodothyronine (tt3) results, below the normal reference range, were generated on an access 2 immunoassay system for two patient samples. This report is associated with the event dated (B)(6) 2011. Repeat testing of the sample provided valid results. The initial, low tt3 result was reported out of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. Quality control and calibration results during the timeframe of this event met established specifications. The most recent system check generated acceptable results. There were no flags or error messages linked to the erroneous test result.